Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report that she experienced high blood glucose levels and ketones that were treated with a faulty insulin pump. Customer's blood glucose reading at the time of the incident was 574 mg/dl. Customer was advised to discontinue use of the pump, and therefore should not have been connected to the faulty pump. Customer stated that she was hospitalized as a result. Customer was advised, again, to discontinue use of the insulin pump and revert to back up plan per health care professional. Product was replaced.